Event description:
It was reported that (1) scg45 was used during a gastric bypass procedure. It was reported by the rep that the green load had been replaced by the tr45b or blue load. The gun had fired correctly across part of the stomach but on the second firing the gun was articulated to the right to maximum articulation. The linear gun was closed with gray handle and the articulation joint straightened out. The surgeon fired the gun, however, the staple line was misformed according to the surgeon. The gun cut but did not form the staples properly. It is unknown how the case was completed. There was no consequence to pt.